Event description:
The patient's mom/reporter claimed that the patient had multiple hypoglycemic episodes for the last two weeks while he managed his diabetes with animas insulin pump therapy. For instance, on (B)(6) 2011, his morning blood glucose read 62 mg/dl at 9 am, 73 mg/dl at 9:15 am, 105 mg/dl at 9:30 am, 65 mg/dl at 10 am, 95 mg/dl at 10:15 am, and 149 mg/dl at 11:17 am. Reportedly, the patient took food and drink throughout the morning while he took his basal insulin via the pump. Around 11:30 am, the patient had pe and felt tired and hungry. At lunchtime, 12:50 pm, he took 0.95 unit of bolus insulin and ate 53 grams of cho. By 2 pm, the patient allegedly had a low blood glucose of 25 mg/dl and was treated with 4 glucose tablets. The reporter brought the patient home and fed the patient a hot dog. At 4:26 pm, his blood glucose elevated to 294 mg/dl. It was noted there was a discrepancy in the bolus insulin intake at 12:50 pm as the pump history recorded 2.95 unit of bolus insulin intake while the school personnel recorded 0.95 unit of bolus insulin intake. Assessment of probable contributing factors to the patient's alleged glucose excursion revealed the insulin to cho ratio was changed prior to school, the time was off by 10 minutes, and the pump history shows record in the year 2011 and "2012". During troubleshooting, the animas representative documented issue with call service alarm 078 and a peeling label in the back of the animas pump. This complaint is being reported due to possible use error and because the patient allegedly had low blood glucose and received medical intervention while on insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1 date of submission 12/20/2011 device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: a review of the pump history indicates that several time sets occurred prior to and on the reported event date; the pump histories appear inaccurate due to multiple time sets. An ezprime operation was performed with no difficulties. During testing, the units remaining were correctly calculated and accurately recorded to the pump history. The pump was exercised for 29 hours with no delivery issues occurring. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. Unrelated to the complaint, investigation revealed that the keypad is torn at the up arrow keypad button. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.